Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she went to bed and woke up in the morning with elevated blood glucose levels. When she checked her infusion set, she noticed that the tubing was detached from where the introducer needle meets the cannula housing. At the time of this event, her blood glucose level was 299 mg/dl. She removed the site and the tubing. Then, she replaced the set with a new infusion set and did a bolus. The patient did not notice any damage when the package was first opened. No further information available.